Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that a motor stall occurred and was confirmed in the event logs with no motor stall recovery recorded. The reporter stated that the patient had a magnetic resonance imaging (MRI) study for approximately three hours, and the motor stall occurred at 1558. It was recommended to recheck the pump logs. It was noted there was no therapy or medical problem, and that there was an ¿increase in pump setting¿. The pump system was being used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.